Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Ncr-00925 was opened to investigate this issue.

Event description:
The patient was undergoing a thrombectomy procedure in the common carotid artery (cca) and internal carotid artery (ica) using a penumbra system red 68 reperfusion catheter (red68) and a neuron max 6f 088 long sheath (neuron max). The physician was making the second pass using the red68 and noticed that it was fractured on the proximal length. After removing the red68 from the neuron max, the physician found that the red68 was also fractured on the distal length. The procedure was completed using a penumbra system red 72 reperfusion catheter (red72) and the same neuron max. There was no report of an adverse effect to the patient. This device is within scope of lots identified in a voluntary recall initiated june 3, 2026.